Event description:
An incident involving a ceiling lift system, including the kwiktrack with turntable and the voyager duo ceiling lift, was reported. The ceiling lift fell from the turntable but was caught by a staff member who sustained non-serious hand injury. No patient was involved. The turntable is a part of the ceiling installation that rotates and allows the ceiling lift to move from one track to another.

Manufacturer narrative:
The investigation was primarily based on the information provided by the third-party company that services the ceiling installation at the customer site. On (B)(6) 2025, a third-party company technician removed a ceiling lift that required repair. To do this, one of the turntable end stoppers was removed. Then, three days later, on (B)(6) 2025, another technician installed a loaned ceiling lift but failed to secure the end stopper on one of the ports on the turntable. Several days later, a staff member moved the lift off the unsecured port, resulting in the lift falling. The maintenance and repair manual for the maxi sky 2 (001-15697) includes a step-by-step procedure for ceiling lift installation. One of the steps indicates placing the end stopper into the rail and tightening it. It also includes a warning: "make sure the end stoppers are correctly installed and tightened at all rail ends." Additionally, the instructions for use for kwiktrack turntable (001.11720.en) warn the user to check before every use if all end stoppers are in place. According to the third-party company, the involved ceiling lift was inspected, and no failure was observed. The ceiling installation was repaired, and the turntable end stopper was assembled by the third-party technician. In summary, based on the information gathered, the cause of the incident was human error. The ceiling lift detached because the end stopper was not fitted to the rail by the third-party technician. The arjo ceiling installation did not meet the specification. The complaint was deemed reportable due to the ceiling lift falling from the turntable. No patient was being transferred at the time. UDI (section h4) was not provided as the device was manufactured before UDI implementation. H3 other text: evaluated by the third-party company.